Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen, damage to the battery compartment, and contamination on the keypad button contacts that caused unresponsive buttons. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display screen was found to be dim and discolored. There were cracks in the thread area of the battery compartment. All of the keypad buttons were found to be unresponsive. Contamination was found underneath all of the keypad button contacts. Unrelated to the other reported issue, the audio bolus button had a tear in it but was still responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).